Manufacturer narrative:
The device was returned for analysis. The reported ¿metal piece stuck to the end of the rail suture¿ was confirmed to be the posterior needle. Difficulty removing the suture could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was done with a prostyle device using the pre-close technique prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, while harvesting the suture, the rail suture was difficult to remove from the device. Upon removal, there was a metal piece stuck to the end of the rail suture; therefore, the end of the suture (including the metal piece) was intentionally cut. The remaining portion of the suture was successfully pre-placed. The suture of an additional prostyle device was successfully pre-placed and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na.